Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy due to noise. Noise was reproducible with movement. It was noted that the patient had recently received therapeutic radiation. High voltage therapy will be programmed off to minimize risk to the patient, and the leads will be imaged. Attempts to get further information have been unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.